Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was difficulty in filling the retention balloon of 14fr foley urinary catheter. The user indicated that there was no return of liquid from the retention balloon. The catheter was used on the patient. It was stated that the user cut the balloon and filling tube to deflate. There were problems while inflating and deflating the foley catheter balloon.

Event description:
It was reported that there was difficulty in filling the retention balloon of 14fr foley urinary catheter. The user indicated that there was no return of liquid from the retention balloon. The catheter was used on the patient. It was stated that the user cut the balloon and filling tube to deflate. There were problems while inflating and deflating the foley catheter balloon.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was inconclusive due to condition of the sample received. Visual evaluation noted 2 photo sample received showing 4 unused catheter in unopened package. No functional testing could be performed as only photos are provided as sample. It is unknown if the product meets specifications. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty in filling the retention balloon of 14fr foley urinary catheter. The user indicated that there was no return of liquid from the retention balloon. The catheter was used on the patient. It was stated that the user cut the balloon and filling tube to deflate. There were problems while inflating and deflating the foley catheter balloon. Per follow-up information received via ibc on 03nov2022, it was stated that the catheter was used on the patient and there was no damage to the patient. The problem was identified after the catheter was used in the patient.